Manufacturer narrative:
The touchscreen was received for failure investigation. The resistance measurements and resistance ratio test pass. The reported complaint touchscreen failure is not duplicated. There is no fault found on this returned touchscreen assembly.

Event description:
The customer reported that while setting up the ventilator for use, the touchscreen would not calibrate. There was no patient involvement. The authorized service provider (asp) was able to duplicate and confirm the customer complaint. The asp replaced the touchscreen and the issue was resolved.